Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection with sjm specifications and procedures. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
Gtin: (B)(4).

Event description:
Following a repeat pulmonary vein isolation procedure, the patient developed a pericardial effusion. Following the successful completion of the procedure, the patient complained of discomfort on deep inspiration on (B)(6) 2016. An echocardiogram revealed a pericardial effusion, for which no intervention was required. The patient's hospitalization was extended and the patient was monitored with serial echocardiograms; the pericardial effusion resolved without sequelae. There were no performance issues with any sjm device during the procedure.